Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the pump read residual volume 10, reportedly 970 ml was given but there was approximately 500 ml of medication left in a 1000 ml reservoir bag. No alarms or alerts were reported during the infusion. No adverse patient effects were reported. No additional information is available at this time.